Event description:
The customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2019.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. Physio replaced the device¿s power pcb assembly and battery wire harness assembly to resolve the reported issue. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly, battery wire harness assembly and battery pins. The removed battery pins were evaluated and the reported issue could not be duplicated. Physio-control determined that the primary cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off. There was no patient use associated with the reported issue.